Manufacturer narrative:
(B)(4). Initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information, including the explanted devices, post primary and pre revision x-rays, patient medical history, operative notes and a detailed patient outcome was requested in order to progress with this investigation, however, these were not provided and the hospital discarded of the explanted devices and thus they were not available for examination. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. These devices conformed to material and dimensional specification at the time of manufacture. Based on the lack of information available, no further investigation can be conducted at this time. It cannot be determined whether the reported devices caused or contributed to the patients experience. Based on this, corin now consider this case closed. If further information is provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of cup and liner after approximately 9 months due to subsidence of the cup. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA, and this event occurred outside of the USA.